Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. . Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the extension set not flushing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified bd extension set had flow issues during use. The following was reported by the initial reporter: "we had another incident this weekend with a smart site extension set not flushing in the childrens ed at randall¿s childrens hospital. Would you please connect with xxx xxxxxxxx (manager) and arrange a time to stop by the unit to problem solve? I have copied xxx on this email. Many thanks!"